Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cuff is not properly sealed onto the tube, causing the air to leak or escape. This issue has the potential to cause harm, including possible loss of airway. The device was handled by a healthcare professional. The error occurred at the hospital during use after surgery, prior to extubation. There was patient involvement, but it was confirmed that no harm occurred.

Manufacturer narrative:
Four new samples and one used sample was received for evaluation for the complaint that the cuff is not properly sealed onto the tube, causing the air to leak or escape. As received, there were no damages or anomalies observed during visual inspection. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. A leak was observed from the cuff weld seam of the used sample. No leaks were observed from cuff, inflation line, or pilot balloon of the new samples. The complaint of cuff leakage can be confirmed. The probable cause is due to a cuff welding error.